Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application in use with a huawei p20 lite+ phone, operating system version 10. The customer indicated the low glucose alarm did not sound and was therefore not made aware of changing glucose levels. The customer felt hypoglycemic and obtained a capillary result of 34 mg/dl prompting them to present to the hospital. The customer was treated with compote by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported an alarm issue with the adc application in use with a huawei p20 lite+ phone, operating system version 10. The customer indicated the low glucose alarm did not sound and was therefore not made aware of changing glucose levels. The customer felt hypoglycemic and obtained a capillary result of 34 mg/dl prompting them to present to the hospital. The customer was treated with compote by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported missing low glucose alarms. Attempted to replicate the user¿s complaint using samsung galaxy s9 (android 10, 2.8.4.9335) and the system functioned as intended. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.